Event description:
A customer contacted baxter's technical service center to report a therapy issue during drain 1. The drain volume was 342mls. The home patient (hp) needed to end therapy. The hp stated his transfer set disconnected. He immediately pressed stop and reconnected the line at the stomach, then capped off. The technical service representative (tsr) advised that the hp would need to end therapy and notify his nurse as soon as possible. Product surveillance contacted the peritoneal dialysis nurse who stated that the separation took place at the transfer set / patient line interface. She did not have a lot number for the transfer set or cassette involved. The nurse did not know what may have caused the separation to take place. The hp was given 1 gram of vancomycin prophylactically. There was no patient injury reported.

Manufacturer narrative:
Per the nurse, the sample was discarded.